Event description:
We use the equashield closed system transfer device female luer lock connector for our chemotherapy. Today we had a leak of irinotecan around the site of connection to the tubing which resulted in a chemo spill and potentially a loss of drug delivered to the patient.